Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event was submitted via an alternative summary report. As the product code for this model has been revoked from summary reporting, this new information does not qualify for summary reporting and is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the lead was fractured and explanted. No patient complications were reported as a result of this event. Additional information was received indicating that the right ventricular (rv) lead had not been explanted as previously reported. The rv lead had remained in use and subsequently had high pacing impedance and loss of capture. The rv lead was recently explanted and replaced.